Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the problem with the valve? Is the valve the seal of the device? What device was being inserted into the trocar? How was the procedure completed?

Event description:
It was reported that there was a problem in the valve and consequently there was leakage. There were no patient consequences.